Event description:
It is reported that the 3.5 x 15 mm nc trek balloon ruptured when inflated under rated burst pressure (rbp) during use. There had been no resistance during advancement to the lesion. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed. However, a proximal shaft separation was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.